Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of drive/motor anomaly and low battery alert. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed error despite new battery. The insulin pump heats abnormally. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and pump heating up due to shorted d1 printed circuit board. Unable to verify low battery alarm, drive motor anomaly and perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display and the insulin pump heating up. The motor was tested outside of the device and passed. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.